Event description:
User facility reported: during a percutaneous coronary intervention (pci) of the right coronary artery (rca), using the acist angiographic contrast injection system, model e2000, the physician noticed that the ram of the injection system began to move without the physician's activation of an injection. Approximately 5.5ml of contrast media was delivered to the pt. After a few seconds, the injection system stopped injecting without user activation and subsequently displayed an error message, "injection motor malfunction overspeed" or "injection motor malfunction overtorque." There was no clinical consequence to the pt. The physician discontinued use of the injection system and continued the pci procedure using the manual stopcock-manifold method to inject the contrast. The pci procedure was completed successfully.

Manufacturer narrative:
The acist angiographic injection system, model e2000, has been requested to be sent to acist for investigation. The injection system is in transit to acist. Upon completion of the investigation, a f/u report will be submitted to FDA.